Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a malfunction was suspected with the cardiac resynchronization therapy defibrillator (crt-d) as inconsistent pacing spikes were observed. The patient was noted to have presented with congestive heart failure exacerbation. The crt-d remains in use. No further patient complications have been reported as a result of this event.